Manufacturer narrative:
The field service engineer identified aged tubing in the flow path as the root cause. Corrective actions included a full preventive maintenance (pm), replacement of the sipper probe and measuring cells, adjustment of the mixer speed and sample and reagent probe voltages, and verification of all mechanical systems and probe voltages. The repair was validated through successful mechanical and instrument checks and qc recovery. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The troponin t gen 5 stat reagent lot number was 869594 with an expiration date of 31-aug-2026.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys troponin t gen 5 stat on a cobas e 411 analyzer (rack system). Patient 1 initial result was 6.0 ng/l. The repeat result from a different e411 analyzer was 24.14 ng/l. Patient 2 initial result was 7.4 ng/l. The repeat result from a different e411 analyzer was 20.21 ng/l. The samples were repeated as the customer noticed issues with qc. The repeat results were believed to be correct.